Event description:
It was reported that the patient had frequent low flow alarms and was admitted for diagnostics and an angio computed tomography (CT). The scan showed an extrinsic outflow graft obstruction. The patient was stable. They were scheduled for dilations and/or stenting.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient had reduced physical fitness at the time of the event. The CT scan showed an extrinsic outflow graft obstruction. On (B)(6) 2024, the patient underwent dilation via catheter intervention. The occlusion was able to be resolved, but the physician accidentally touched the pump with the wire of the catheter for a short time frame and the pump was unable to maintain fixed speed. Log files showed that over the course of 3 1/2 minutes, pump power consumption increased 2.5 amps, the pump temperature increased to 70 degrees, the rotor displacement was completely out of range, and the speed dropped to zero. After this 3 minute event, the pump restarted, the catheter wire was removed, and all pump parameters went back to normal values. The patient was under hypovolemic shock for a brief amount of time and experienced low flow hazard alarms during the event. They experienced no neurological complications and no further device issues were noted. The patient remained in the hospital for recovery. They continued to feel better over time.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted images confirmed an extrinsic outflow graft obstruction (eogo) which could have contributed to the low flow alarms confirmed through review of the submitted log files. Additionally, review of the submitted log files confirmed a pump stop event. According to the account, the pump stop was due to the surgeon accidentally touching the pump rotor with the wire of the catheter during an outflow graft dilation procedure. The submitted computed tomography (CT) images revealed narrowing of the outflow graft lumen beneath the bend relief. Hypodensity (darker color) beneath the outflow graft bend relief was also observed. These findings appear consistent with the report of an extrinsic outflow graft obstruction (eogo) between the outflow graft and bend relief. The submitted controller event log files contained events on (B)(6) 2024. Low flow alarms associated with elevated pulsatility index (pi) values were captured, which appeared to resolve before a pump stop occurred. The resolution of the low flow alarms appears consistent with the reported dilation procedure on (B)(6) 2024 which resolved the outflow graft occlusion. The pump stop was associated with an increase in pump power, as well as low flow, low power hazard, controller internal fault, and lvad internal fault alarms. Review of the submitted left ventricular assist device (lvad) event log files revealed multiple software resets, along with transient increases in current draw, temperature, rotor displacement, and rotor noise. These events appear consistent with the report of the surgeon accidentally touching the pump rotor with the wire of the catheter during an outflow graft dilation. The pump appeared to resume operation by the end of the file, however the low flow events did not resolve. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction,¿ provides an explanation of pump parameters. This section explains that pump flow is a calculated value that is estimated based on pump power, and pump power is a direct measurement of pump motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.